Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number.

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that after two surgeries, the contra-angle driver became hard to rotate and stopped working altogether. During the procedure, the driver was dismantled, cleaned out, re-assembled, and sent to sterilization. By the time it was returned to finish the surgery, almost two hours had passed.